Event description:
It was reported there was an over infusion of dilaudid (50ml bag 1mg/ml). The dilaudid was intended to infuse at a rate of 1ml/hour with a total volume to be infused of 1ml. The infusion was started at 9:34pm. However at 10:20pm, the 50ml bag was found to be empty. The patient was given two (2) doses of narcan following the incident. The first dose of narcan was administered at 11:17pm and the second dose at 11:33pm. The patient was revived following administration narcan and the customer indicated the patient suffered no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : other occupation, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : initial reporter occupation. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported issue of an over infusion of dilaudid was not confirmed during the review of the logs or was replicated during testing of the suspect pump module. ¿ laboratory test results performed on the reported suspect device confirmed the pump module with the received administration set to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ the external and internal inspection of the suspect pump module observed no anomalies that could contribute to the reported complaint. ¿ leak test and pumping segment testing observed no anomalies with the administration set. ¿ pcu/pump module error logs showed no error codes associated during the reported timeframe. ¿ on 23 november 2024 at 9:36 pm. Safety clamp open alarm due to administration set inserted to the pump module. Unit was programmed using guardrails selecting drug hydromorphone 50mg/50mlg, dose= 0.5mlg, rate=0.5ml/h, volume to be infused (vtbi)= 1ml. Infusion started. ¿ at the time 10:18 pm the pump module had a 60-minute delay programmed standby mode. The total volume infused was recorded at 0.341ml. ¿ between the time 10:19 pm to 10:22 pm the pump module was selected several times but no programming occurred. The recorded activity indicates the user was evaluating the system. The total volume infused was recorded at 0.341ml and was cleared. ¿ it was noted during the log analysis that the infusion of hydromorphone was infused at the rate of 0.5ml/h and not 1ml/h as reported. Root cause: the root cause of the reported over infusion of dilaudid was not able to be identified during the investigation. The returned device was fully evaluated, and no existing malfunctions were observed during the log review and laboratory testing that may have contributed to the reported issue. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported there was an over infusion of dilaudid (50ml bag 1mg/ml). The dilaudid was intended to infuse at a rate of 1ml/hour with a total volume to be infused of 1ml. The infusion was started at 9:34pm. However at 10:20pm, the 50ml bag was found to be empty. The patient was given two (2) doses of narcan following the incident. The first dose of narcan was administered at 11:17pm and the second dose at 11:33pm. The patient was revived following administration narcan and the customer indicated the patient suffered no harm.